Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide:only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Prefilled cartridges: per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using fiasp insulin, prefilling cartridges, and completing air removal step with an empty syringe. Clinical support informed caller that using fiasp insulin, prefilling multiple cartridges and completing air removal with an empty syringe are off label per tandem user guide. Customer changed pump supplies to address the issue. Customers blood glucose was 93-188 mg/dl.